Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and removal difficulties occurred. The 90% stenosed lesion was located at the anastomoses of a dialysis shunt. The 7.0-40, 80 wanda pta balloon dilatation catheter was advanced to the target location and inflated to 14 atms for 10 to 15 seconds. Upon the second inflation attempt at 14 atms a balloon rupture occurred. During withdrawal the balloon catheter was unable to be successfully removed from the sheath and both devices were removed together as one unit. Following removal it was noted that the balloon ruptured circumferentially. During introduction of another manufacturers sheath balloon material was noted in the vascular access site, and was removed without incident. The procedure was completed with another of the same device and there were no further patient complications reported. The patient status is listed as no complications. This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received inside a 6 french sheath and the distal end of the shaft was protruding from the sheath. Visual and tactile examination of the sheath found that the middle section was severely kinked and the tip of the sheath was flattened and appeared to have been cut. The device was removed from the sheath and a complete circumferential tear was observed in the balloon material. Traces of blood were visible on the balloon and the tip of the device was severely stretched. The distal end of the tip was missing along with the distal section of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and removal difficulties occurred. The 90% stenosed lesion was located at the anastomoses of a dialysis shunt. The 7.0-40, 80 wanda pta balloon dilatation catheter was advanced to the target location and inflated to 14 atms for 10 to 15 seconds. Upon the second inflation attempt at 14 atms a balloon rupture occurred. During withdrawal the balloon catheter was unable to be successfully removed from the sheath and both devices were removed together as one unit. Following removal it was noted that the balloon ruptured circumferentially. During introduction of another manufacturers sheath balloon material was noted in the vascular access site, and was removed without incident. The procedure was completed with another of the same device and there were no further patient complications reported. The patient status is listed as no complications. This product is only ous approved, but is similar to a us marketed device.